Event description:
Taxus express post market surveillance study. It was reported that following a percutaneous coronary intervention (pci) drug eluting stenting treatment procedure, the pt presented with stent thrombosis. The index procedure treated the 100% stenosed 2.75xmm target lesion located in the mid right coronary artery (rca). Treatment consisted of pre dilation with an unspecified balloon inflated to 14 atmosphere's (atm's), and the placement of a 2.75x32mm taxus express2 drug eluting stent deployed at 16 atm's. No post dilation was performed. Ivus was performed, confirming the stent was well apposed resulting in 0% residual stenosis and timi 3 flow. The pt was discharged 2 days later on bayaspirin and plavix. At 342 days post the index procedure, the pt returned for a follow up visit and angiography confirmed stent thrombosis in the target lesion in the mid rca. On day 367, the pt had a positive stress test and a reintervention procedure placed an non bsc stent in the 100% restenosed 2.75mm lesion located in the mid rca. The pt was discharged the next day.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.